Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was scheduled to have her pump replaced on (B)(6), but had to reschedule due to contracting pneumonia. She was treated for pneumonia, sent home and then developed a urinary tract infection (uti). The patient was hospitalized for the uti and treated. Per hcp, the patient was in-patient at a hospital on (B)(6) 2012. On (B)(6) 2012 the patient needed a refill. The managing physician was not available. The patient refused to have anyone other than her managing hcp refill the pump. The patient was informed of the importance of not letting her pump run dry. The patient consented to have another hcp refill the pump. On (B)(6) 2012, the patient was refilled by another physician. There were no issues with the refill and it all went smoothly. On (B)(6) 2012, the patient was 'declared ctb- cease to breathe' and the patient passed away. The managing hcp questioned if the pump was not situated properly. An investigation was done at the hospital and they determined that her death was not attributed to the pump. The official cause of death was unknown. An autopsy was not performed. It was noted that the 'patient was buried with her device'. The pump was delivering morphine.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk.